Event description:
The pt received her scs system on (B)(6) 2009 including an ipg. It was reported the ipg was no longer functioning. An sjm representative was unable to activate the stimulation using the programmer. As a result, the pt's ipg was explanted and replaced. Stimulation was regained post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.